Event description:
It was reported that while testing for sars-cov-2, the bd veritor¿ rapid detection of sars-cov-2 produced a false negative result. A pcr test was performed with the result returning as positive. There was no indication that results were reported to clinicians, and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "customer states they are receiving discrepant results using the veritor." "Customer states they are receiving multiple false neg covid results." "Neg covid is confirmed using pcr. Sent out." "Asymptomatic but dr recommended testing." "Confirming with pcr. Neg rapid, send out pcr and comes out pos."

Manufacturer narrative:
The reported lot# 20105511 was not found for the reported catalog# 256082. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars-cov-2, the bd veritor¿ rapid detection of sars-cov-2 produced a false negative result. A pcr test was performed with the result returning as positive. There was no indication that results were reported to clinicians, and there was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: "customer states they are receiving discrepant results using the veritor." "Customer states they are receiving multiple false neg covid results." "Neg covid is confirmed using pcr. Sent out." "Asymptomatic but dr recommended testing." "Confirming with pcr. Neg rapid, send out pcr and comes out pos."

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleged ¿false negative¿ using kit rapid detection of sars-cov-2 veritor (material # 256082), the batch number 20105511. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. The bhr review was completed for this batch with no issues identified. The retain testing was not conducted however the customer sample was tested with no issues identified. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.